Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2018-00160. Device 2 is being reported under MDR 2247858-2018-00161.

Event description:
"Procedure: zone 1 tevar - endleak (type I): after two debranching was performed, the proximal side relay plus (28-m3 34) device was deployed under the brachiocephalic aneurysm. However, the lesser curvature side of the center of the relay plus device was slightly misaligned and its pressure joining was not securely achieved and type 1 endleak was observed. The distal side relay plus (28-m3 36) device was positioned in the location where slightly closer to the center than the proximal side relay plus device. Type 1 endleak disappeared and the procedure was successfully completed. (B)(6) 2018: when the patient was checked, it was noted that the aneurysm enlarged after it had contracted once. Type 1a endleak to the aneurysm was also observed by cta. (B)(6) 2018: both the proximal and distal sides relay plus devices were migrated by 4 to 5 mm, but both devices on the center neck. In early cta, no leak was observed. In delay cta, a leak was observed from around the left subclavian artery (lsa) in which coils were deployed. Patient outcome: "(B)(6) 2018: jll informed tc that a coil embolization procedure was performed because type ii endleak was found."